Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) came out together with the main device. Manual compression was used to achieve hemostasis without issue. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. Both iliac arteries were treated via femoral approach. A retrograde approach was used for the procedure. The patient¿s bmi was not greater than 40. The user was trained on the device. There were no visible signs of device or package damage prior to use. A 6f 11cm non-cordis catheter sheath introducer (csi) was used. The device was stored and prepared according to the instructions for use. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5mm. There was no visible calcium or plaque at the puncture site, and no access vessel tortuosity was observed. A stent was present on the same side as the puncture site. There was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the last 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site prior to exoseal vcd use. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) came out together with the main device. Manual compression was used to achieve hemostasis without issue. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. Both iliac arteries were treated via femoral approach. A retrograde approach was used for the procedure. The patient¿s bmi was not greater than 40. The user was trained on the device. There were no visible signs of device or package damage prior to use. A 6f 11cm non-cordis catheter sheath introducer (csi) was used. The device was stored and prepared according to the instructions for use. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5mm. There was no visible calcium or plaque at the puncture site, and no access vessel tortuosity was observed. A stent was present on the same side as the puncture site. There was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the last 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site prior to exoseal vcd use. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device since the device was received without the plug and due to the nature of the complaint. The event reported that the plug did not deploy into the patient, which is a patient related event. Without procedural images of closure, the exact cause of the event cannot be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that there was a stent on the same side of the puncture site. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site, and patients who within = 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.